Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer states they had to replace a pt's tunneled dialysis catheter due to a hole in the silicone extension.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.